Manufacturer narrative:
The device remains implanted. A boston scientific technical services consultant was reviewing the available device data to determine if the device was depleting in a normal fashion. Ts provided longevity calculations at various outputs and was able to generate a worst-case longevity scenario; however, with the very limited data available, no accurate estimate could be determined.

Event description:
Boston scientific received information that the patient implanted with this pacemaker made a legal claim, alleging that the device battery was depleting prematurely. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is available.

Event description:
Boston scientific received new information about this patient and device through another legal claim. It was reported the patient suffered severe illness immediately after the implant procedure that the physician indicated in the patient's records was caused by a malfunction of the device. The patient underwent several procedures between (B)(6) 2014 and (B)(6) 2016. The paperwork received was not provided in english, so specific details about the patient's illness and surgical interventions are not clear. Translation of the documents is in progress. The status of the device is not known.